Manufacturer narrative:
Conclusion code no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was unknown if the device actually ruptured the skin. It was stated that the patient's body rejected the pump and it started poking out. The patient was put onto total bed rest for what seemed like forever. The pump was removed and the patient's doctor told her to never have another pump put in. The patient was now on oral morphine.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug at an unknown concentration via an implantable infusion pump for spinal pain. It was reported the patient's pump was removed about "two years ago," but the patient was not sure of the exact date. The patient said the pump was explanted due to a complaint. More specifically, the device was explanted because it was coming out of her body. Further information was provided that the pump was explanted on (B)(6) 2012.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.